Manufacturer narrative:
The device and the lens were returned in folded white gauze material. The lens was taped to the exterior of the used device inside the gauze. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was fully advanced. There was no damage observed to the device. The lens was returned taped to the device. The tape was removed and the lens was cleaned to remove the adhesive of the tape and the dried solution from the lens. One haptic distal anterior tip has a small scrape mark. The extra labeling set was also returned. The product carton and blister tray were not returned. A qualified viscoelastic was indicated. The root cause cannot be determined for the reported complaint because the sample was not returned in the reported condition of "stuck in the injector, does not completely comes out in the eye". The lens was returned taped to the exterior of the used device. One haptic tip has a small scrape. The plunger was fully advanced. No damage was observed to the device. The plunger position relative to the lens while inside the device during delivery cannot be confirmed. The instruction for use (IFU) instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome. A qualified viscoelastic was indicated. Lens may become stuck in the device: if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to become ¿stuck¿ in the device if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the intraocular lens (iol) implant procedure, part of the implant remains stuck in the injector, even after insisting it does not come out completely in the eye. There was no patient harm reported. The procedure was completed with another implant, with the same diopter. Additional information has been requested and received.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).